Manufacturer narrative:
Field service replaced the defective user interface module, and ran extended system testing. After the repair, the unit was meeting factory specifications. A returned goods authorization (rga) number was also issued for the return of the defective user interface module for evaluation. As of august 4, 2015, carefusion has not received the defective faulty user interface module.

Event description:
Field service called on behalf of one of the user facilities, to report a user interface module (uim) with a burnt spot in the upper right, and a hot "smoke-like" smell. He requested a replacement user interface module for the facility. No patient involvement.

Manufacturer narrative:
Failure analysis: avea user interface module (uim) (B)(4) was received for investigation. The user interface module (uim) was installed onto user interface module (uim) test fixture and powered on and immediately received a blank screen condition. The top level does boot-up which isolates the issue to possibly a lcd connection issue. The covers were removed and the lcd power inverter was found to have one cable pinched between the backlight inverter and the conductive plastic front bezel that caused the blank screen. This caused a short and resulted in the reported issue. Findings/root-cause: workmanship issue.